Manufacturer narrative:
A customer in germany notified biomérieux of obtaining a misidentifications of cardiobacter spp. As brucella spp, burkholderia vietnamiensis, and bacteroides fragilis in association with the vitek® ms (ref 410895, serial (B)(6)). No allegations of harm (directly or indirectly) to any patient, operator, or service personnel were reported. Investigation investigator reviewed biomérieux database for similar reports and found no other complaints misidentifying a cardiobacterium species as brucella spp., burkholderia vietnamiensis, or bacteroides fragilis. No capas nor non-conformities against vitek® ms are linked with the customer¿s complaint. Fine tuning status good at the time of acquisition spot preparation quality the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review the expected identification (cardiobacterium sp.) Is not present in vitek ms kb v3.2. However, the strain was not identified to the species level. Only the species cardiobacterium hominis is present in vitek ms kb v3.2. Sample data analysis the misidentifications as burkholderia vietnamiensis and bacteroides fragilis were obtained from the spectra having the lower number of peaks (51 and 52) and from the spectra having a low identification score (-0.1 and -0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The expected identification was confirmed as cardiobacterium sp. (Only genus level, species not confirmed). The only cardiobacterium species included in knowledge base v3.2 is c. Hominis. The following system limitation is included in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause the root cause of the customer¿s issue appears to be a combination of 1) a known system limitation (species not in the vms kb v3.2) along with 2) non-optimal spot preparation. Corrective actions vitek ms r&d department has recorded a change request (cr#2264), in order to limit kb weakness associated with bad quality of spectra, for a future vitek ms knowledge base. In addition, vitek® pickme could be used to optimize the quality of deposit. Local customer service reviewed spot preparation with the customer, provided them with materials to reinforce the proper technique for spot preparation, and reminded them of the importance of fine tuning.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining misidentifications of cardiobacter spp. As brucella spp, burkholderia vietnamiensis, and bacteroides fragilis in association with the vitek® ms (ref 410895, serial (B)(4)). The customer initially tested the isolate eighteen (18) times, obtaining "no identification" seventeen (17) times and an identification of brucella spp. One (1) time. Additional testing with the vitek ms was performed, and the customer obtained identification of burkholderia vietnamiensis, bacteroides fragilis, and "no identification" for two tests. Sequencing was performed on the strain and it was identified as cardiobacter spp. Vitek ms: 19 x unidentified organism 1 x brucella spp. 1 x burkholderia vietnamiensis 1 x bacteroides fragilis sequencing: cardiobacter spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.